Event description:
The nurse of a female pt contacted lifecor customer support to report that she was unable to connect the electrode belt to the monitor. It appeared that there were bent pins in the connector. A pt service rep (psr) visited the pt and replaced her electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.